Event description:
It was reported that the nurse was concerned that the machine was drawing too much urine from the bladder and was going to dehydrate her. Per troubleshooting advised nurse of how the machine works and the patient must urinate onto the external catheter for the machine to suck the urine into the canister.

Manufacturer narrative:
Upon further review, bard/bd has determined that this MDR was reported in error as this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse was concerned that the machine was drawing too much urine from the bladder and was going to dehydrate her. Per troubleshooting advised nurse of how the machine works and the patient must urinate onto the external catheter for the machine to suck the urine into the canister.